Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed basal rates on the pump. Blood glucose was 152 mg/dl. Tandem technical support assisted customer in adjusting basal rates.